Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record review was completed. There were no non-conformances related to the issue observed or identified and this device passed all manufacturing and sterilization inspections. According to the IFU, conduction disturbances-potentially requiring treatment like a permanent pacemaker-are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of an evoque procedure in tricuspid position where the patient experienced a rhythm disturbance upon placing the wire. The physician called it heart block and gave the patient dopamine. The patient was stable so they continued the procedure and safely deployed the valve without further issues. After removing the system, a temporary pacemaker was placed across the valve without issue.